Event description:
The pump was returned for investigation. Investigation revealed that the up arrow, down arrow and contrast keypad buttons were intermittently unresponsive. There was evidence of contamination found under all of the key contacts. Evaluation also revealed a dim and discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the keypad was found to be intact. The up arrow, down arrow, and contrast keypad buttons were intermittently unresponsive during testing. The pump was opened and evidence of contamination was found under all of the key contacts. Additionally, the display screen was found to be dim and discolored. (B)(6).